Manufacturer narrative:
Device investigation narrative - two unused probes were returned for evaluation. The two devices used in the procedure were not returned. A visual inspection was performed and showed no defects in the insulation. Functional testing was performed on both probes and they functioned as intended. No manufacturing related defects were observed. If the used product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that 2 saphyre probes fell apart in the joint - plastic came off. There is no report available regarding whether the fragments were retrieved, if there was any patient injury or how much of a delay, if any, was associated with the event.